Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during an unknown phase and cycle of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the unused lines but the patient confirmed that all the unused lines were closed. The patient reported receiving an m31 air detected in cassette warning during dwell 1 of 4 of treatment and prior to the leak. Fluid did not come into contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact cancelled treatment and re-setup with supplies to re-start from the beginning of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the leak was observed from the unused lines of the set during dwell 1 of 4 of treatment despite the lines being clamped and fluid was dripping onto the floor. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up supplies on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during an unknown phase and cycle of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the unused lines but the patient confirmed that all the unused lines were closed. The patient reported receiving an m31 air detected in cassette warning during dwell 1 of 4 of treatment and prior to the leak. Fluid did not come into contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact cancelled treatment and re-setup with supplies to re-start from the beginning of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the leak was observed from the unused lines of the set during dwell 1 of 4 of treatment despite the lines being clamped and fluid was dripping onto the floor. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up supplies on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.